Event description:
Boston scientific crm rec'd and reported the following info: "this cardiac resynchronization therapy defibrillator (crt-d) pt's OEM mfg epicardial left ventricular (lv) lead was exhibiting 2.2v pacing thresholds through a pacing sys analyzer (psa), but was not capturing the left ventricle through the device. Testing of the lead through both dual and single electrode configuration, and with maximum output, still would not capture the left ventricle. The local bsc rep verified that the set screws were secured. The right ventricular (rv) lead was temporarily placed in the lv port of the device header, and rv capture was achieved while doing this. The lv lead was attempted again, resulting in no capture through the psa technical svs recommended replacing this chronic epicardial lv lead."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found.